Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use (IFU) lists stroke and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also explains that pump flow is estimated based on pump power. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient was admitted to hospital with a embolic stroke, and had low flows with mean arterial pressure of 50 mmhg. On (B)(6) 2018, the patient had huge ischemic stroke, the patient's brain had started shifting so there was no intervention that could be done. The patient expired, no autopsy was requested. The manufacturer's technical service representative reviewed the submitted log files, multiple low flow events were observed. No additional information was provided.